Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via distributor a left side rupture, asymmetrical in dimensions, and lobulated, confirmed via mammography. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ device wrinkling: not observed. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported via distributor a left side rupture, asymmetrical in dimensions, and lobulated, confirmed via mammography. Healthcare professional reported "mass is palpated". Device has been explanted and replaced.

Event description:
Healthcare professional reported via distributor a left side rupture, asymmetrical in dimensions, and lobulated, confirmed via mammography. Healthcare professional reported "mass is palpated". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5.

Event description:
Healthcare professional reported via distributor a left side rupture, asymmetrical in dimensions, and lobulated, confirmed via mammography. Healthcare professional reported "mass is palpated". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.